Event description:
A malfunction alarm was reported by a distributor, rubin medical ab, for an insulin pump in sweden. It was unknown if the malfunction impacted the customer¿s blood glucose levels, as this information was not received. Tandem technical support instructed the customer to replace the pump, confirmed a new shipping address, and provided storage and return instructions for the faulty pump. The replacement pump was shipped to the customer, and the pump was confirmed to be under warranty.